Event description:
It was reported via repair work order that the head section was unable to extend due to broken springs in the head section lock assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.